Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a loss of stimulation. After the patient increases stimulation (patient waits 3 minutes for adaptive stimulation) after one hour, the setting goes back to previous setting on each of her groups: a and b. This occurs daily, and it started occurring on (B)(6) 2016. Patient reports going through standing security at the airport security gates and was exposed to environmental electromagnetic interference. There were no patient symptoms reported. Additional information has been requested regarding actions/interventions taken to resolve the stimulation issue, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.